Manufacturer narrative:
The lot number was provided for the two reported malfunctions and a lot history review was performed. The device was not returned to bd for evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced detachment. This information was received from various sources. These two malfunctions did involve a patient with no reported patient injury. The patient's age, weight, and gender were not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f vena cava filter allegedly experienced detachment. This information was received from various sources. These two malfunctions did involve a patient with no reported patient injury. One patient was reported to be a 28 year old female who's weight was unknown and the age, weight and sex of the other patient was not reported.

Manufacturer narrative:
H10: the lot number was provided for the two reported malfunctions and a lot history review was performed. The device was not returned to bd for evaluation. However, medical record was provided for one of the malfunctions. Investigation of medical record confirmed limb detachment on one of the reported malfunctions but remains inconclusive for the other reported malfunction. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.